Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer, was analyzed, and tested out of specification. Follow up with the patient's clinic revealed that the patient is deceased. Follow up attempts to determine the cause of death showed that the correlation between the death and the products could not be confirmed or denied.